Event description:
It was reported that the hinge lid, where the power cord goes, is broken. The programmer was returned for repair and test/calibration. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the power cord bay door/lid was broken. It was also noted that the system fan was noisy, the electrocardiogram (ECG) connector was loose, the stylus retainer was broken and the stylus functioned intermittently. Concomitant products: product ID 2067 radiofrequency head; product ID 229047 pacing system analyzer. (B)(4).